Manufacturer narrative:
(B)(4). Final analysis revealed that steroid plug had shifted out of position inside the helix.

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited capture anomaly. During lead revision, the lead exhibited foreign material in the helix. The lead was explanted and replaced. The patient was in stable condition.